Event description:
A male pt presented with an infrarenal aneurysm in (B)(6) 2009. The physician chose cook zenith aaa products to treat the aneurysm and the completion angiogram revealed no endoleaks. In (B)(6 )2010, 9 months post-zenith placement, pt was converted to aorto-uni iliac repair. The conversion was deemed necessary due to a growing aneurysm that had, since aaa repair in (B)(6), grew 1 centimeter. The physician chose a zenith ancillary graft and a zenith iliac plug to resolve the enlarging aneurysm as well as a tear in the zenith bifurcated main body located presumably around the flow divider. The additional procedure, 9 months post-zenith placement, was necessary due to a growing aneurysm and a tear in the zenith main body presumably around the flow divider. Pt's current condition is unk as not provided by reporter.

Manufacturer narrative:
(B)(4). Event is under investigation.